Event description:
It was reported that during a laparoscopic procedure of endometriosis, the device became to keep activating after an hour half passed from starting the operation. The doctor tried to switch on it outside of the patient after a generator (vaio) was restarted, the same event was occurred. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. When tested electrically, the instrument failed continuity of the yellow (cutting) button on the rocker switch. The instrument was disassembled and inspected. The switch assembly was inspected and it was noted that the dome had shifted. This shift resulted in the dome shorting the activation circuit which resulted in a continuous activation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.